Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; two devices had worn components and one device had a broken/damaged component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the 5th wheel was difficult to engage. Two events had patient involvement, however there was no impact or consequence to the patient. One event had no patient involvement.